Event description:
It was reported that there is oversensing and slowly rising impedance. The impedance has gradually risen from 1000 ohms to 1600 ohms. It was further reported that isometrics and pocket manipulation did not produce anything. The ventricular sensitivity was increased and the oversensing occurrence has decreased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 3830 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, indicated a lead impedance out of range alert, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient presented to the emergency room after received four inappropriate shocks. Device interrogation was performed and noted a pacing impedance greater than 3000 ohms with oversensing and noise with a fracture. Device therapies were programmed off however the patient left the hospital against medical advice. The lead remains implanted. No further patient complications have been reported as a result of this event.